Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy procedure, while the device was in use, it operated normally and fired, but when the blue button was pressed the device did not advance. The surgical time was extended by less than 30 minutes. The procedure was completed with another device. There was no patient injury.